Manufacturer narrative:
A review of the device history record for strattice lot s11103 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 29/jan/2024. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2012. The patient underwent a ¿recurrent incisional herniorrhaphy with mesh, explant of previous mesh, lysis of adhesions¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring, disfigurement, and economic and non-economic losses.¿ patient¿s ¿abdominal area is tender.¿ patient ¿underwent several months of physical therapy.¿ patient had lifting restrictions and had to adjust [their] physical activities.¿ patient ¿wears an uncomfortable stomach binder.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient¿s ¿stomach is scarred, disfigured, and distended causing [them] embarrassment and lack of self-confidence.¿ patient ¿is fearful that [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿open incisional hernia repair with mesh (strattice); 2013: recurrent incisional hernia symptoms; (B)(6) 2013 CT scan: ventral abdominal wall hernia containing non-obstructed loops of small bowel¿ with approximate dates of treatment between (B)(6) 2012 and the year 2013. The patient was also treated for ¿pull and twinge in abdominal area/incisional area; abdomen swollen and distended at times¿ with approximate date of treatment of (B)(6) 2013. The patient also underwent ¿consult/second opinion regarding recurrent hernia and stomach bulge¿ in approximately (B)(6) 2013. The patient received treatment for ¿recurrent incisional hernia repair with parietex mesh, explant of previous mesh, lysis of adhesions¿ with approximate dates of treatment between (B)(6) 2014. Patient received ¿post-surgery rehab¿ from approximately (B)(6) 2012 to 2013. The patient also received treatment for ¿stomach bulge/hernia¿ between 2012 and 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "parietex, lot # unknown¿ on (B)(6) 2014. The form indicates that this device has not been removed or revised.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.